Event description:
Had medtronic pacer replaced with st jude model 5386. Was assured existing medtronics leads were in good shape and were comparable with the st jude device. After replacement pt experienced dizzy spells and almosted passed out, for eight weeks they adjusted the device weekly to no avail. They finally replaced the pacemaker and leads and the spells went away. Pt suffered for over 8 weeks until it was corrected and pt's not satisfied with their explanation that the leads must have been bad and caused the problem. Pt felt like they might die many times and had trouble sleeping or doing anything without fear of passing out.